Manufacturer narrative:
(B)(4). Date sent: 1/30/2025 d4: batch # unk additional information was requested and the following was obtained: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). I¿ve attempted to reach the surgeon about post op patient care with no response. . The nurse in the room stated that the patient was in post op for a week, no other information was given." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip fired okay but after used it a second time and went to flush the saline through the catheter, it instead came shooting out of a small hole in the cystic duct. The ethicon ligaclip 10 med/lrg clip applier had poked a hole in the cystic duct, thus rendering it impossible to perform the cholangiogram accordingly. Procedure was completed with some surgical delay.